Manufacturer narrative:
(B)(4). Lot 14f009 was manufactured from june 4, 2014 to june 5, 2014. The evaluation of the returned device is complete. A visual inspection was performed and identified fluid inside the package that contained the device. When the device was removed from the package, the cause of the fluid inside the package was found to be an untightened blue winged luer cap. A functional leak test was then performed; the device was filled with colored water, its luer cap was hand tightened, and the unit was observed for leakage unit the following day. No leakage was identified during this test. Leakage due to a defective product was not verified, and the device met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into its overpouch. This occurred after filling while the device was being stored. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.